Event description:
The patient¿s friend or family member reported that the patient fell five months ago, x-rayed and did not see anything. Could not use stimulator because it hurts. They had the device off for a couple of weeks. The doctor did x-rays last friday and the leads looked good and advised patient to call manufacturer representative (rep) for an adjustment. Everything was working great up until the fall five months ago. It was stated that when cough or sneeze the pain goes down back and hips. Was going down left leg, it was noted that it was not going down left leg anymore. The patient broke hip two years ago and said the pain was similar. The device was working after the broken hip, during they hit the ins site and the device was sticking out before fall but not now. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.